Event description:
A baxter sales representative in canada reported the device shut down just after being put to use on patient in the cardiovascular intensive care unit. The nurses used the manual tube release to get all the three sets out and another pump was quickly used to stabilize the patient. The error code 16:310:867:0002 was displayed. The pump reportedly had only one discharge and no deep discharges. The customer reported that the device would not stop alarming, however, the hospital biomedical engineer had been running all three channels and had not been able to replicate the problem. The customer reported that medical intervention was required to avoid patient injury. Although additional clinical information surrounding the event was requested, the risk manager has only confirmed that there was no patient injury associated with the event.

Manufacturer narrative:
The pump is in the process of being evaluated in the baxter product analysis lab. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. The pump event history was reviewed in the baxter product analysis lab. "In 2007, failure code 16:310:867:0002 occurred one time stopping all 3 channels. Software buffer overflow. Failure code 38:635:264:0000 was also found in the event history occurring one time twevle days later, while accessing the configuration service mode. Failure code 38 is a software error - invalid state. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified above has been reproduced in our facility with user interface software versions 5x6, 5.07, and 6.12 and higher (note the likelihood of occurrence is significantly lower on these software versions than on subsequent releases). Analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field info and the data, event logs and product characterization testing have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Corrections are being developed and validated by baxter. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue being investigated under CAPA.